Manufacturer narrative:
(B)(4). A portion of the catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient's response to therapy was decreased. The physician suspected a catheter migration or catheter dislodgement. A catheter dye study was done on (B)(6) 2010. Upon evaluation under fluoroscopy the catheter seemed not in the location of implant; original tip was at t9, now it seemed to be at t12. Dye was introduced and the appearance of extravasations was not typical of a myelogram. Instead it dispersed as contained in a balloon. The same day a catheter revision was done. The physician proceeded to attempt to remove the intrathecal segment and was unable to retrieve the catheter. There was an abnormal resistance from the catheter, no purse string suture noted. After persistent patience and gentle tugging the catheter cooperated and revealed "fibrotic tissue" attached to the tip; the tissue was sent to pathology. The spinal segment of the catheter was replaced. Following the revision, the patient was stable without sequela; her spasticity was under control. The medication being delivered via the device was lioresal (1000 mcg/ml at 400 mcg/day; following the revision, the dose was dropped to 200 mcg/ml). Pathology report: specimen submitted: intrathecal catheter, mass distal tip. Diagnosis: mass at distal tip of intrathecal catheter, excision: fibrous tissue with acute and chronic inflammation and calcification. Comment: this fragment could represent an inflammatory adhesion. Clinical correlation is recommended.